Manufacturer narrative:
Device requested for failure investigation.

Event description:
The customer stated the ag-920pa multi-gas unit used for measurement of anesthetic gas agents, oxygen, or co2 goes into zero calibration every time the pt breathes into the unit. This happens whether the device has been recently calibrated or not. The dryline receptacle was replaced. MFR ref # 8030229-2014-00098.